Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl because of a bent cannula. Customer's spouse declined to troubleshoot for high blood glucose and declined to perform high pressure test. Customer's spouse advised the patient was exhausted and needed rest.